Event description:
Customer reported her insulin pump alarmed no delivery this morning. She stated the device usually alarms in the early morning or night. Customer's blood glucose is 210 mg/dl. Insulin exited during a fixed prime. Customer was advised the alarm may be caused by an infusion set or site issue. She was advised to do a complete set change. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.